Event description:
It was reported that the user experienced a low blood glucose event while using the ilet, with cgm showing 53 mg/dl and a confirmatory fingerstick of 49 mg/dl after an overnight period that included elevated glucose and subsequent downward trend; user-reported factors included bedtime intake of apples and juice and potential insulin stacking, and the device issued glucose alerts. Symptoms included hypoglycemia. Outcomes included successful self-treatment with oral glucose tablets and apple slices without outside assistance or medical intervention. Investigation included troubleshooting, education, and scheduling of additional ilet training. Investigation of this case revealed cause unclear for the hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance